Event description:
Device report from synthes reports an event in spain as follows:  it was reported that the hospital had been implanting this material (nail expert han) for many years without having any type of problem. The doctor was an experienced traumatologist with extensive experience with this implant. On (B)(6) 2023, the doctor informed me that in the last 3 cases he has performed, the implant has moved out of its position. On (B)(6) 2024, both I and another trauma delegate attended the surgery with surgeon to implant an expert han nail in a new patient, where we reviewed the material, instruments, and steps. Personally surgical. We have evidence where it is clearly seen that it has been implemented correctly. On (B)(6) dr. Contacted me to tell me that this last patient is suffering from the same situation as all the previous ones and must intervene again to remove the implant. If other, describe --> expert han nail (ankle nail). Hardware/explant removal due to: pull out of the implant, date of revision surgery: (B)(6) 2024, reason for revision surgery: the implant pulled out. There were patient outcomes and consequences. The patient complained of pain, and the doctor requested an x-ray, where he confirmed that the implant was protruding through the patient's skin. Other medical interventions include x-rays and surgery. This report is for one (1) spiral blade f/expert rfn l65 tan gold. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hwc d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the provided x-rays revealed that there was a nail and screws construct implanted at the ankle. From the distal area, the spiral blade f/expert rfn l65 tan gold was observed migrated posteriorly from the position it was first implanted. However, with the available information a root cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for spiral blade f/expert rfn l65 tan gold. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.